Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized while using the infusion set. At 12:30am the patient had a blood glucose result of hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) on her aviva combo system and had symptoms of hyperglycemia. The patient experienced symptoms of dizziness, nausea, and kidney pain. The patient noticed air bubbles in the infusion set; therefore, she changed to a new infusion set before going to the hospital. Upon arrival at the hospital, her blood glucose level was 580 mg/dl. At the hospital the patient was treated with serum and unknown insulin. The patient reported that the elevated blood glucose levels were caused by the air bubbles, and by changing the infusion set her levels have normalized. It is unknown how long the patient was hospitalized. The lot number was not provided. No product was requested to be returned for product evaluation.